Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that a circuit board component failure resulting in continuous call service alarms. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the pump powered on to a call service 127 alarm on consecutive reboots. The pump was unable to power on without receiving the call service alarm. The pump was opened and a component on the printed circuit board was found to have failed. When the component was removed from the circuit board, the pump powered on normally to the verify screen without further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).